Manufacturer narrative:
Device evaluation by manufacturer: the g8 instrument, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was from (B)(4) 2017 through (B)(4) 2018. There were no other similar complaints identified during the searched period. The hemoglobin a1c st aia-pack hba1c analyte application manual states the following: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack hba1c, the highest concentration of hba1c measurable is 14.0%, and the lowest measurable concentration is 3.0%. The most likely cause of the reported event could not be determined. This particular patient will not be tested with the g8 methodology in the future. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported that a physician questioned a hemoglobin a1c (hba1c) patient result of 3.9% obtained on a g8 analyzer. The physician believed that the hba1c was lower than expected on this patient. The customer repeated the subject sample on the g8 analyzer and obtained hba1c result of 3.9% again. The customer then ran the same sample on two different dca advantage analyzers and obtained 6.5% and 5.8%, respectively. A technical support specialist reviewed the chromatogram provided by the customer and confirmed that no flags were present, the retention time was at 0.57 minutes (acceptable range is 0.57 to 0.61 minutes). The customer agreed to send the patient sample out to be tested on another method. On (B)(6) 2018, the customer reported that the reference lab obtained an hba1c result of 4.9%; chromatogram of initial results and repeated looked normal. The customer reported hba1c result of 4.9% out of the lab and agreed that all future testing on this patient will be run at the reference lab. No adverse effect to patient management was reported due to this event.